Event description:
It was reported that the veritas console showed error 309 during the case which caused a significant delay in surgery. The procedure was completed in the same visit. There was no patient injury and no any medical or surgical intervention was required. Patient is fine. No further information is provided.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ not provided. Section d4 - expiration date: not applicable. Section d6a - implant date: not applicable. The veritas console is not an implantable device. Section d6b - explant date: not applicable. The veritas console is not an implantable device; therefore, not explanted. Section e1: middle name: unknown. Section e1: email address: unknown. Section e1: address - line 2: unknown. Section e1: state, province, or territory: unknown. Section e1: telephone number: (B)(6). Section h6: adverse event problem: health effect - clinical code: the '4582 - no clinical signs, symptoms or conditions' code is taken to report clinical treatment code for the significant delay in treatment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.